Event description:
Postoperative presentation by patient with a lesion (blister) and swelling of the lip post adenoidectomy. Physician requested investigation of bovie and suction coagulator. The suction coagulator had been disposed on 3/23/99 (the day of surgery), and was not available for inspection. The bovie was impounded for evaluation. The box of remaining suction coagulators had various lot numbers so the lot number could not be ascertained.